Manufacturer narrative:
(B)(4).

Event description:
The patient recently underwent generator replacement surgery. It was later reported that the patient presented to the emergency room with the lead extruding out of the chest incision at the generator site. The patient underwent surgery where the lead and generator were explanted due to infection. The lead was cut past the bifurcation and the electrodes were left placed on the nerve. A review of manufacturing records indicated that both the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.